Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination . A secondary issue was also noted as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user /patient contacted lfs on (B)(6) 2010 alleging that her one touch ultra 2 meter does not power on. The patient mentioned that she had dropped the meter in water on (B)(6) 2010. She attempted to test her blood glucose and the meter would not power on. An hour later, the patient developed symptoms of feeling lightheaded and sweaty. The patient then self-treated with food/drink. She did not seek any further medical attention or contact her physician for assistance. The patient was not tested on another device. The meter was replaced. Although there was misuse with the device being dropped in water, the complaint is being reported since the patient alleged that she developed symptom suggestive of a serious injury and had to self-treat with food, due to the alleged issue.